Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference reports: mw5185920, mw5185921. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: on behalf of the customer, the customer's caregiver reported an insertion issue with the adc device. The customer's caregiver reported that the adc device would not stay on the skin once inserted and noted that they cleaned the insertion site with alcohol and let the area dry prior to insertion. There was no report of adverse event or third-party intervention required due to the reported product issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.